Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. The doctor reported that the patient had experienced a resorption of the real seal product in the apical 3-4mm. The doctor repeated the root canal procedure. To date, the patient is doing fine.

Event description:
On 04/15/14, the doctor provided an update and reported that seventy (70) patients had experienced the retreatment of a root canal due to a breakdown of the realseal material. This is the first of seventy (70) reports.

Manufacturer narrative:
Patient specifics with regard to exact number affected, ages, weights and genders were not provided. No further information has been obtained at this time with regard to this incident. An update will be provided if any new information becomes available. The product involved in the alleged incident was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that the realseal treatment in root canals for multiple patients had failed and the patients had experienced pain, infection, and required root canal retreatment.